Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If either the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was set to the incorrect language. The patient alleged that she was unable to test on the meter. She stated that she was feeling tired all the time and that she was "going to the bathroom". She did take her normal dose of insulin, which is 25 units of humalog and lantus insulin: 60 units in the morning and 50 units at night. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca as the patient did not have the meter with her to troubleshoot. The meter was replaced. This complaint is reported, as the issue was not resolved. Also, the patient alleged that she was unable to test and she experienced symptoms suggestive of high blood glucose.